Event description:
Patient underwent a revision c4-5 simplify disc (globus medical) due to the ceramic core cavitating thru the upper endplate into the vertebrae above. Revising surgeon performed an acdf @ c4-5 and included the next lower c5-6 segment to the fusion and added a c6-7 cervical disc arthroplasty with a cobalt chrome and poly disc. Gram stain report, testing for p or c acne.